Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27aug2015. The review was performed from the date of manufacture to the present date 26apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had machine fell and latch handle was broken. Top pressure sensor was also damaged. Replaced latch handle and top pressure sensor. Examined pump thoroughly and completed pm using bd carefusion software. Passed all checks. There was no patient involvement.